Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that following a trial implant the pt was experiencing numbness in her left leg when her stimulation was on. The trial leads were removed. The physician could not determine the reason for the numbness. The pt reported that the numbness has decreased.